Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information received per affiliate: is the surgeon available for a peer to peer call? The surgeon is available if the call is in (B)(6), otherwise the assistant will answer to the call. Was the device a cdh29 or cdh29a? The device used was a cdh29a. How low was the transection? It was about 6-7 cm above the anal margin. What were the indications that lead to the primary operation? The patient was affected by a rectal cancer t2. The general conditions were good so the surgery was performed in laparoscopy and no colostomy was performed at the end, as the surgeons were confident that it was not necessary. Who fired the device? Assistant or the surgeon? The assistant fired the instrument. Were other devices used with the circular stapler? Only echelon flex (ec60a) with two cartridges were there any device issues noted during the original procedure? No device issue was noted during the original procedure. What did the donuts look like (complete rings, partial rings,)? They were both complete rings, both regular. Was a leak test performed in the original procedure? They do not remember if the leak test was performed but usually they do. What were the results of the leak test? N/a. When the device was fired, where was the indicator within the green zone/gap setting scale? The indicator was as always within the green zone/gap setting scale and the surgeon waited 15 seconds before firing. Were any unexpected noises heard? If so, when? No unexpected noises were heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Particular force higher or lower than expected was needed. Were any unformed, malformed or loose staples observed? The surgeon didn¿t notice any malformed or loose staples. What re-intervention was taken to resolve the dehiscence and the peritonitis? After three day (from wednesday to saturday morning) the patient underwent a hartman resection what was the cause of death? Sepsis. Had the patient received chemo/radiation therapy? No. What other comorbidities did the patient exhibit? No other comorbidities were referred.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that after a laparoscopic colon procedure, the patient experienced a dehiscence in the first post-operative day. The dehiscence was detected after the onset of peritonitis. During the reintervention, the instrumentalist detected the dehiscence of the posterior wall of the rectal section. The patient died. One device was discarded.